Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the patient's hospital stay extended due to the alleged issue with the device? No.

Manufacturer narrative:
(B)(4). Batch # p56r72. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient's hospital stay extended due to the alleged issue with the device? The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after the device was fired, found only a cut line but without staples. Changed to another like device to sew the wound, the surgery delayed about 30 minutes. The patient is stable and in hospital.